Event description:
During an atrial tachycardia procedure, the patient experienced bav iii. The location of the atrial tachycardia was found at 1 cm of the his position. The zone was then ablated at 30w. No his was seen on the egm of ablation catheter at the moment of ablation. The tachycardia was eliminated, but the patient had bav iii during the ablation despite the stability of the ablation catheter. At this point the procedure was then stopped. After a period of 30 minutes post procedure the patient had not returned to normal rhythm. The patient left the operating room stable with bav iii and escape rhythm at 60bpm. It was decided to wait 3 weeks to see if the patient returns to normal rhythm before considering pacemaker implantation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported heart block remains unknown.